Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an inadequate pacing threshold and was later found dislodged as confirmed via fluoroscopy. A revision procedure was performed in which the ra lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.